Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and eccentric distal right coronary artery with 99% stenosis, using 1.20 x 6 mm mini trek dilatation catheter. Reportedly, the balloon ruptured during the first inflation at 5 atmospheres. The procedure was successfully completed with a non-abbott device. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.